Event description:
During an mcl reconstruction, the anchor broke in the tibia. The surgeon pre-drilled the site and used the ao two-finger technique while inserting the anchor. The broken portion of the anchor was removed, but caused a delay of thirty mins. A 3.5mm anchor was used to complete the repair. The surgeon commented that the insertion site may not have been drilled deep enough. No pt injury or complications resulted.

Manufacturer narrative:
No prod was returned for eval, therefore, no determination could be made for the reported failure.